Event description:
It was reported that the user received an occlusion alert on an ilet using an infusion set (inset, 23" 6 mm) and required assistance to change supplies; the insertion site appeared acceptable upon removal, and the user believed the tubing was pinched during sleep. Symptoms included hyperglycemia with a peak blood glucose of 320 mg/dl and elevated glucose above 180 mg/dl for about one hour, without ketone testing, backup therapy, or medical intervention. Outcomes included no reported immediate health effects and no need for external assistance or hospitalization. Investigation included troubleshooting and education with occlusion guidance, followed by supply replacement. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and tubing, which resolved after the set change. It was concluded, based on previously established findings for similar reports, that the cause was user-related tubing pinch leading to temporary flow obstruction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.